Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot: 9065800. Manufacturing site: bettlach. Release to warehouse date: 31 october 2014 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # 9065800) was received at us customer quality (cq). Visual inspection of the complaint device showed the threaded distal tip broken off at the most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: drawing: (driving cap), (dimensional tolerances). Measured dimensions: groove ø = conforming. Shaft ø = conforming. Document/specification review: connector for insertion handle: (current) and (manufactured) were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523, lot # 9065800). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the threaded hammer guide connector and driving cap/threaded were noticed broken after surgery. There was no patient involvement. This complaint involves two (2) devices. This report is for (1) driving cap/threaded. This report is 1 of 2 for (B)(4).